Event description:
Patient presented with angulated proximal neck and tortuous iliacs. Vessels were predilated with 6 x 40 balloons bilaterally. Access met some resistance due to calcification, but deployment of a bifurcated device was uneventful. After post dilatation with a balloon of the proximal neck, a proximal type I endoleak was noted. A 34mm infrarenal cuff was placed, a moderate endoleak was still noted, and during post dilatation with a balloon, the aortic neck was perforated. The patient became hemodynamically unstable. A coda occlusion balloon was inflated. A 34mm suprarenal cuff was introduced, however, would not track above the right iliac; this device was removed and a second cuff was introduced with the same results. The patient was converted to open repair. The physician spent approximately 5 hours attempting to sew in a surgical graft, however, due to the condition of the aorta, the sutures would not hold. The patient died during the open repair. After the case, the physician noted that the aortic tissue dissected upon balloon inflation because of its inherent weakness, not related to the device itself.

Manufacturer narrative:
Implanted stent grafts not returned. Engineering evaluation of the returned delivery system is consistent with excessive manipulation through tortuous patient anatomy. There is no evidence of a manufacturing issue. Review of lot records/work orders, prior reports. No issues were noted. Condition of patient's aortic tissue and operational context contributed to the event.